Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised customer to continue using pump and to call back if issue returned, and customer acknowledged instructions.